Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. No phone number provided. Further investigation technician confirmed physical damage caused the crack damage on the topside of the top platform assembly. Further investigation technician confirmed the top platform assembly crack damage on the topside is verified. No further testing required.

Event description:
The customer reported that the cart was damaged in transit. There was no patient involvement event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The v60 stand (fully assembled) has caused the crack damage on the topside of the top platform assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.